Manufacturer narrative:
The device was received and analyzed. The pacemaker interrogation revealed the battery status eri. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The inspection revealed that the eri status was triggered on the (B)(6) 2015, two days after the patient expired. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed normal device behavior while the device was implanted and in service. Eri status was triggered two days after the patient expired, most likely due to influences of a cold temperature environment. There was no indication of a device malfunction.

Event description:
This information was originally reported on a fu report by mistake. Submitting the initial report now, as requested by FDA. Ous MDR - after an implantation period of about 70 months, it was reported that the patient expired. The device was found to be at eri on (B)(6) 2015, after the patient death. At the moment, biotronik has no further information with regard to the circumstances of the patient's death. Should we receive further details, this report will be updated. The device was returned to biotronik for analysis.

Manufacturer narrative:
(B)(6) 2015 - we were provided with a corrected implant date. The device was received and analyzed. The pacemaker interrogation revealed the battery status eri. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The inspection revealed that the eri status was triggered on the (B)(6) 2015, two days after the patient expired. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behaviour while the device was implanted and in service. The eri status was triggered two days after the patient expired, most likely due to influences of a cold temperature environment. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of about 70 months, it was reported that the patient expired. The device was found to be at eri on 11. (B)(6) 2015, after the patient death. At the moment, biotronik has no further information with regard to the circumstances of the patient's death. Should we receive further details, this report will be updated. The device was returned to biotronik for analysis.